Event description:
It was reported that the customer experienced a blood glucose (bg) of 525 mg/dl, cause was unknown. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the high bg. Customer acknowledged that control iq feature was functioning as intended at time of event. The customer declined further assistance from tandem technical support regarding the issue. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.